Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with lynx procedure and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with hysterectomy due to sui, pelvic pain, menorrhagia, periurethral fibrosis and scarring. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and vaginal scarring. It was reported that patient underwent partial mesh revision on (B)(6) 2012 due to mesh exposure, urinary urgency and frequency. No additional information was provided.